Event description:
A medtronic representative reported that, during a functional endoscopic sinus surgery (fess) the surgeon alleged the system was 3-4 millimeters inaccurate deeper in the sinus by the orbits, but superficially he was accurate. Inaccuracy was noticed during navigation about halfway through the case and all instruments became inaccurate. The surgeon completed the procedure with the use of the navigation system. There was no delay to surgery or impact on patient outcome.

Manufacturer narrative:
Patient age not available from the site.patient weight not available from the site.a medtronic representative went to the site to test the equipment. The hardware and software passed the system checkout. The system performed as intended and the reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system performed as intended and the reported event could not be duplicated by medtronic personnel. A medtronic representative, following up with the site, reviewed the or equipment setup and operator technique and found no conclusive failure mode, but were able to reproduce posterior inaccuracies with certain sub-optimal tracer registration techniques. The medtronic representative reported that when tracer registrations went over the soft tissue of the temple or the looser skin of the lower eyebrow, yellow or red dots appeared. In cases where there were points on the soft tissue of both sides, but there was an asymmetrical distribution of points, the algorithm would rotate the registration to make one side match and the other side excluded (red). In these cases, all anterior points (nose & canthi) were accurate, but the both tragi would be inaccurate (moreso on the side with red). The direction of inaccuracy was as though the entire registration had rotated. When soft tissue points were collected but symmetrical, the algorithm would leave red points on both sides of the head and not rotate to make one side match. In these cases, checks were accurate at all points. The medtronic representative reported that they were able to get consistently accurate registrations by avoiding the temples and lower brows. These findings were discussed with the surgeon with a focus on consistent tracer registration techniques and proper equipment setup to reduce metal interference. The medtronic representative also completed a refresher training on pointmerge (an alternative registration available within the software) with the site and instructed the staff on how to save accuracy checkpoints within the application and how to use these checkpoints to quickly correct the issue in future cases.